Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3387s-40, lot# v825941, implanted: (B)(6) 2012, product type: lead. Product ID 3387s-40, lot# v825941, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that there was high impedance on the patient's right implantable neurostimulator with electrode 0 (c0: 8071, 01: 7726, 02: 7894, 03: 7981). The caller stated that the patient had fallen in the past and would need a magnetic resonance imaging (MRI) to check on lead placement. Caller also reported that due to the high impedance, the patient has been having suboptimal therapy. The patient is programmed with c+1-. Refer to manufacturer report #3004209178-2016-23498

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.